Event description:
Obtaining erratic results while using the suspect device. Patient indicated that back-to-back tests were performed, using the suspect device, with results of 400 mg/dl, 10 mg/dl, 20 mg/dl, and 210 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had reportedly been performed on the device, 4 weeks earlier, and the results fell within the acceptable range. At the time of the report, patient had discontinued use of the device. Technical support requested the return of the suspect product and replacement product was shipped.